Event description:
Small granulomas [granuloma]. Nodules; delayed onset of nodules [injection site nodule]. Bumps; lumps on cheeks and lips; lumps keep developing [injection site mass]. It did not work; very upsetting [patient dissatisfaction with treatment. Indentation [injection site indentation]. Rha3 to the lips, rha4 to the cheeks and mid face [off label use]. United states report was received from a physician on (B)(6) 2022. The physician reported that a 69-year-old female patient had received rha 3 and rha 4 for marionette lines, bagging cheeks on (B)(6) 2022. On (B)(6) 2022, 1 ml of rha 3 was applied to the lips, 1 ml of rha 4 was applied to cheeks and un-known amount of rha 4 was applied to midface using an unknown injection technique. It was un-known if needle used from the box and cannula was used for the administration of rha 3 and rha 4. On an unknown date in 2018, the patient had received previous radiesse injections in the marionette lines. On an unknown date in 2019, the patient's hip was broken. On an unknown date in (B)(6) 2022, the patient had received botox for crow's feet. On (B)(6) 2021, the patient again received radiesse injections in the marionette lines. On an unknown date, the patient received juvederm injections. The patient also had received previous facial fillers for years. The patient also drinks one glass of wine every night. Concomitant medication and food supplements were not provided. On (B)(6) 2022, the same day rha 3 and rha 4 were injected, the patient received 'pdo thread,' three in the right cheek, two in the left cheek, as cosmetic procedure. On an unspecified date in the beginning of (B)(6) 2022, lumps developed in the patient's cheeks, lips, and everywhere that rha 3 and rha 4 were injected. The health care professional further clarified that the patient experienced nodules, bumps, and lumps on the cheeks and lips, as well as small granulomas on the cheeks only. The lumps varied in size. The lumps in the patient's lips were the size of gravel. One of the lumps in her right cheek was the size of a marble. The other lumps in her right cheek and the lump in her left check were smaller than a marble. The nodules, bumps, lumps, and granulomas were described as firm, elevated above the skin and palpable. The patient also had an in-dentation. On (B)(6) 2022, the patient saw a health care provider. The areas where the lumps occurred were massaged, and it was believed that the lumps would resolve on their own. On (B)(6) 2022, the patient returned to the health care provider, where it was determined that the patient had delayed onset of multiple nodules. That same day, as treatment, the patient was injected with an unknown amount of kenalog and a red light was put on the area to dissolve the filler. The treatment did not help at all. The patient continued to develop lumps. Between (B)(6) 2022 and (B)(6) 2022, she developed four lumps in her right cheek. The patient reported that the injections did not work. She felt very upset as she had paid a lot of money. The outcome of the events was not recovered. The lumps in the patient's lips were resolving, as they were not as pronounced as they were initially. The intensity of the events was not provided. Rha 3 and rha 4 was not available for return. (B)(4). No additional information was available at the time of this report. Follow-up was received on (B)(6) 2022 from a consumer: date of injection was provided. Description of the lumps that developed was provided. Patient re-ported that the injection did not work. The outcomes of the events were provided. Treatment was reported. Follow-up was received on (B)(6) 2022 from a health care professional: delayed onset of nodules was reported. Additional information was received on 04-oct-2022 from a health care professional. The health care provider clarified that the patient experienced granuloma in her cheeks, where rha 4 was injected. Case no (B)(4) (same patient) was merged into this case ((B)(4)).

Event description:
Small granulomas; clinically appear to be a granulomas (granuloma) nodules; delayed onset of nodules (injection site nodule) bumps; lumps on cheeks and lips; lumps keeps developing (injection site mass) it did not work; very upsetting [patient dissatisfaction with treatment] indentation (injection site indentation) rha3 to the lips, rha4 to the cheeks and mid face (off label use). United states report was received from a physician on 05-jul-2022. The physician reported that a 69-year-old female patient had received rha 3 and rha 4 for marionette lines, bagging cheeks on (B)(6) 2022. On (B)(6) 2022, 1 ml of rha 3 was applied to the lips, 1 ml of rha 4 was applied to cheeks and quantity injected was 2 (as reported) rha 4 was applied to midface using an unknown injection technique. It was unknown if needle used from the box and cannula was used for the administration of rha 3 and rha 4. On an unknown date in 2018, the patient had received previous radiesse injections in the marionette lines. On an unknown date in 2019, the patient's hip was broken. On an unknown date in (B)(6) 2022, the patient had received botox for crow's feet. On (B)(6) 2021, the patient again received radiesse injections in the marionette lines. On an unknown date, the patient received juvederm injections. The patient also had received previous facial fillers for years. The patient also drinks one glass of wine every night. On an unknown date, the patient had covid. Concomitant medication and food supplements were not provided. On (B)(6) 2022, the same day rha 3 and rha 4 were injected, the patient received 'pdo thread,' three in the right cheek, two in the left cheek, as cosmetic procedure. On an unspecified date in the beginning of (B)(6) 2022, lumps developed in the patient's cheeks, lips, and everywhere that rha 3 and rha 4 were injected. The patient also had an indentation. The health care professional further clarified that the patient experienced nodules, bumps, and lumps on the cheeks and lips, as well as small granulomas on the cheeks only. The lumps varied in size. The lumps in the patient's lips were the size of gravel. One of the lumps in her right cheek was the size of a marble. The other lumps in her right cheek and the lump in her left check were smaller than a marble. The nodules, bumps, lumps, and granulomas were described as firm, elevated above the skin and palpable. Granuloma was diagnosed based on clinical signs. On (B)(6) 2022, the patient saw a health care provider. The areas where the lumps occurred were massaged, and it was believed that the lumps would resolve on their own. On (B)(6) 2022, the patient returned to the health care provider, where it was determined that the patient had delayed onset of multiple nodules. That same day, as treatment, the patient was injected with an unknown amount of kenalog and a red light was put on the area to dissolve the filler. The treatment did not help at all. The patient continued to develop lumps. Between (B)(6) 2022 and (B)(6) 2022, she developed four lumps in her right cheek. The patient reported that the injections did not work. She felt very upset as she had paid a lot of money. At the time of this report, the patient was last seen on (B)(6) 2022 by physician. No treatment was performed. The outcome of the events was recovering. The intensity of the events was not provided. Rha 3 and rha 4 was not available for return. Health effect - clinical code: e2317, granuloma. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - device code: a0909, unexpected therapeutic results. Health effect - clinical code: e2111, injection site reaction. Health effect - clinical code: e2111, injection site reaction. Health effect - device code: a2304, off-label use. Follow-up was received on 06-sep-2022 from a consumer: date of injection was provided. Description of the lumps that developed was provided. Patient reported that the injection did not work. The outcomes of the events were provided. Treatment was reported. Follow-up was received on 29-sep-2022 from a health care professional: delayed onset of nodules was reported. Additional information was received on 04-oct-2022 from a health care professional. The health care provider clarified that the patient experienced granuloma in her cheeks, where rha 4 was injected. Case no (B)(4) (same patient) was merged into this case ((B)(4)). Follow-up was received from physician on 04-nov-2022. Updated reporter details and medical history (covid). Updated batch number for rha4 and rha3. Updated quantity injected for rha4. Added new event hard nodules palpated by hcp. The hcp clarified the nodules and bumps are clinically appeared to be granulomas. The outcome of the events updated. Upon internal review on 22-nov-2022, it was determined that follow-up information was received from the health care professional on 29-sep-2022, instead of 30-sep-2022. Case comment: a causal relationship between the rha4 and reported granuloma in the cheek area is assessed as possible based on the compatible temporal relationship. Alternative etiologies include multiple previous cosmetic injections of dermal fillers and "pdo thread" that is made from polyester. Note also should be made that there is no biopsy to confirm the diagnosis of granuloma. The company will continue monitoring the benefit-risk profile the product.